Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. At this time there is no product information.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat cartridges that yielded a suspected discrepant po2 result of 39 mmhg on a patient. The customer stated that I-stat analyzer reported blood oxygen tension as 39 mmhg. Half an hour later, the lab results was 110 mmhg. There was no patient information at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There are multiple requests for information but to no avail. At this time an investigation would be inconclusive since product information is unknown. The investigation will be completed if information becomes available.

Manufacturer narrative:
Apoc incident #(B)(4). Additional information: on 07-may-2019 the customer provided product lot# to be investigated. The investigation was completed on 06/10/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for lot w18345.